Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had artefacts in the image. There was no patient involvement. Artefacts in the image.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: video cable was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported malfunction: the video cable was broken and therefore the image was green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.